Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) cable was giving a faulty reading. There was patient involvement but no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no fault was found with the iabp and ECG lead wires. All ECG tests passed and the device was exercised on a patient simulator and test catheter without issue. The product passed all functional and safety tests per manufacturer specifications.